Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Same case as 6000089-2007-00981. It was reported that 369 days after a coronary stenting treatment procedure, the patient required a target vessel reintervention (tvr). Target lesion 1 was a 4.0mm, 100% stenosed, 16mm portion of the ostium of the saphenous vein graft (svg) to the distal right coronary artery (dist rca). This was a total chronic occlusion. The physician treated the lesion with pre-dilatation and placement of a 3.0 x 32 mm taxus express2 study stent. Following post dilatation, residual stenosis was 0%. Target lesion 2 was a 4.0mm, 80% stenosed, 25mm portion of a saphenous vein graft (svg) to the distal right coronary artery (dist rca). The physician treated the lesion with pre-dilatation and placement of a 3.5 x 20mm taxus express2 study stent. Following post dilatation, residual stenosis was 0%. The patient was discharged the next day on aspirin and plavix. At 369 days post the index procedure, the patient was admitted for a tvr. The svg to distal rca was treated with poba and stenting using a taxus express2 stent to treat focal in-stent restenosis. The patient was discharged the next day. The physician assessed the event as a probable relationship to the taxus stent.